Event description:
The device was returned for evaluation. Powered on pump and was unable to recreate a pump problem alarm. Inserted several cassettes to verify that the device was able to read and properly install cassettes to the pump. Also visually verified that all pins were actuating correctly and no pin showed signs of drag or sticking when pressed.

Event description:
The following has been reported: "biomed reported we have an pump that is generating pump errors. The staff reported the problem when using a secondary infusion. Duplicated the problem with the secondary infusion and ran test only using the primary infusion. Received another error as soon as the infusion was complete." Preliminary evaluation shows that the outlet flag unexpectedly closed; this issue stopped an active infusion. Reporting due to the referenced issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.